Event description:
On (B)(6) 2025, we received a complaint involving our dura30-us insert. This insert is an accessory to our "turbo" ultrasonic scaler. Initial complaint indicated that the tip broke. Subsequently we discovered that, upon initiation of procedure, the insert tip broke in the patient's mouth. There was no injury to either the hygienist or the patient. The tip was immediately recovered. The insert was returned for evaluation minus the broken tip. The insert is under evaluation. We are filing this report with an overabundance of caution to comply with 21 cfr 803.10(c). A follow-up report will be submitted if additional relevant information becomes available.